Event description:
The initial reporter alleged a possible false positive anti-hcv result for a patient sample tested with the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. On (B)(6) 2025, the sample was tested for anti-hcv and yielded a result of 34.82 coi (reactive). A re-examination of the primary sample on the same day produced a result of 34.66 coi (reactive). On (B)(6) 2025, a new blood sample was tested for anti-hcv and hcv rna. The anti-hcv result was 31.29 coi (reactive). A repeat test using ultracentrifugation at 10,000 rpm yielded a result of 30.85 coi (reactive). Hcv rna testing on the gen expert analyzer showed that hcv rna was not detected. Confirmation testing was performed using the abbott analyzer for anti-hcv, which produced a non-reactive result, and the cobas 6800 system for hcv rna, which also showed that hcv rna was not detected.

Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The analysis was performed on a cobas 6000 e601 module (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications. A general reagent issue was excluded. False positive results are covered by the assay's specificity claim. The method sheet recommends confirmation testing for anti-hcv results, and the customer followed these recommendations. Confirmation testing with an alternative analyzer produced a non-reactive result, and hcv rna testing showed that hcv rna was not detected. The root cause was attributed to a single false positive result, which is consistent with the assay's performance characteristics.